Event description:
It was reported that during follow-up, the device was unable to be interrogated. The device was reprogrammed and rf antenna was disconnected. Interrogation was re-established using wand telemetry. The patient will continue to be monitored.